Manufacturer narrative:
Additional information was received on 6/23/2020 indicating that the event occurred during routine inspection and not while in patient use. Device evaluation completion date: 06/23/2020: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported problem was not able to be duplicated. Service replaced the downstream occlusion sensor as a preventive measure and performed full preventive maintenance functions to pass. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette attached error. No reported adverse effects.